Event description:
It was reported that a medication error (propofol) wherein the nurse entered the "dose" into the "rate" field. The nurse overrode the soft limit resulting in a dose three times higher than it should have been. The event occurred in neonatal intensive care unit (nicu). There was patient involvement but the impact is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a medication error (propofol) wherein the nurse entered the "dose" into the "rate" field. The nurse overrode the soft limit resulting in a dose three times higher than it should have been. The event occurred in neonatal intensive care unit (nicu). There was patient involvement but the impact is unknown.

Manufacturer narrative:
Omit : a140504 - inaccurate delivery (2339).